Manufacturer narrative:
Complaint suggestive of reportable malfunction/near incident. Will investigate further. This report includes final evaluation findings. No additional information is expected. Evaluation summary: the user, who noticed a cracked dose screen, returned the actual complaint device for investigation (lot 0702c03, manufactured february 2007). The investigation found a cracked screen, missing dose numbers and the ready mode 0 (zero) was stuck and appeared as a 1 (one). There was no liquid ingress found within the device. The investigation determined the probable cause for these malfunctions was a broken lcd most likely from an impact load to the lens. The user stores the pen in his pocket out of the case, but does not recall dropping or sitting on the device. Users are typically aware of these malfunctions. The directions for use prohibit continued use. These malfunctions may cause an underdose or overdose. There is no evidence of improper use or storage.

Event description:
This spontaneous device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a (B)(6) year old male of unknown origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2009, the reusable humapen memoir burgundy device was reported to have a cracked screen. He stored the pen in his pocket out of the case. On (B)(6) 2009 the device was returned and found to have a cracked/broken lcd in the display and missing dose numbers and missing segments in the display. This humapen memoir burgundy device is associated with product complaint (B)(6). The patient operated the device. It was unknown if the patient was trained. The general device duration of use and the suspect device duration of use were not provided. The device was returned to the manufacturer. Refer to results/conclusion section for analysis information. (B)(6) 2009; upon review added patient information with age and address. No other change made. Update (B)(6) 2009: additional information received (B)(6) 2009 via the global product complaint database. Added device specific safety summary and updated EU/ca buttons fields appropriately.